Event description:
This patient was implanted with a gore tag thoracic endoprosthesis in 2007. On an unknown date, the patient presented with lower back pain and a reduction in kidney function was found. An embolic event was noted in the kidney as well as proximal mal-apposition of the proximal end of the gore tag thoracic endoprosthesis. The patient was placed on medication and will follow up with his physician in 1 to 3 months.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.